Event description:
Same case as MDR ID 2134265-2013-03963, 2134265-2013-04143. It was reported that during an intravascular ultrasound (ivus) procedure, automatic pullback failure occured. Atlantis sr pro imaging catheter was selected to treat the target lesion and was recognized by the (B)(4) imaging system. When the physician performed an automatic pullback the system failed to pullback and the ivus catheter was not able to image. It was not known if the physician switched to manual pullback. The procedure was completed with another of the same device. No patient complications were reported and the condition of the patient is good.

Manufacturer narrative:
Device evaluated by the manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).